Manufacturer narrative:
The device was returned to olympus for inspection. The investigation findings did not lead to a clear conclusion for the event; therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there were spots on the image due to dirt under the cover glass unit of the bronchofibervideoscope. There was no patient involvement.